Event description:
The surgeon decided to use contactless registration, so the CT was chosen, and registration was started. After the manual scans of the nose and temple, the robot gave an error screen that said that registration could not be computed. The field service engineer (fse) selected to restart registration. The screen prompted to reattach the distance sensor calibration plate, and when the fse hit calibrate, the system shut down with an error saying unrecoverable error. The robot was restarted and so was registration. The delay was about 15 minutes. Since we were to the point of registering, the patient was already asleep and attached to the robot.

Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the unrecoverable error that forced the device to shut down was due to the failure of the distance sensor calibration after a failed registration. The distance sensor stopped during calibration which triggered the error. The device was restarted by the user and the registration was successfully completed after the restart. Analysis showed that the event is confirmed. Corrected data: b4 date of this report. G4 date received by manufacturer . H2 if follow-up, what type . H3 device evaluated by manufacturer. H6 event problem and evaluation codes.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The surgeon decided to use contactless registration, so the CT was chosen, and registration was started. After the manual scans of the nose and temple, the robot gave an error screen that said that registration could not be computed. The field service engineer (fse) selected to restart registration. The screen prompted to reattach the distance sensor calibration plate, and when the fse hit calibrate, the system shut down with an error saying unrecoverable error. The robot was restarted and so was registration. The delay was about 15 minutes. Since we were to the point of registering, the patient was already asleep and attached to the robot.